Event description:
On (B)(6) 2011, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported there was approximately 10mm of aneurysm sac enlargement. There was a distal type I endoleak on both limbs of the iliac arteries. There was aneurysmal changes in both iliac arteries which seems to have caused the endoleaks. On (B)(6) 2015, the physician reintervened and two contralateral leg endoprosthesis were implanted to treat two distal type I endoleaks and the two distal type I endoleaks were excluded. Reportedly there is a possible type ii endoleak remaining and the physician is monitoring the patient.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201000/9033295 and pxt281412/8067702. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.